Event description:
Provider states that the bracket for the brakes was not welded correctly, so the user could not use her brakes. Provider states in order to make the brakes work he had to file some of the bracket. This issue has also caused a dead spot in the wheel.